Event description:
It was reported that during the implant procedure when the physician introduced the guide to relocate the lead in the atrium, the guide did not come until the end of the lead. The lead was removed and a new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).